Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon catheter was placed in the left superior pulmonary vein and the balloon was inflated for the first treatment. At this point, a kinked portion of the lumen inside the balloon was detected, and the catheter did not respond to movements. The physician attempted to maneuver the catheter to achieve good occlusion but was unsuccessful. The balloon was replaced with a new one, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.